Event description:
The reporter stated that during a forefoot surgical procedure to introduce a uni clip compression plate, the drill guide snapped and broke making it unsuitable for continued use. The hospital had another instrument set which was opened to complete the surgery. There was no adverse outcome for the pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.